Manufacturer narrative:
At this time, the product has not been returned. It was noted that both the device and lead were put in a biohazard bag and taken from the operating room before the field representative could retrieve them. It was also noted that the lead was in pieces after removal. If the product is returned, analysis will be performed and this report would be updated at that time..

Event description:
Boston scientific received information that there was oversensing of noise on the right ventricular (rv) channel leading to inappropriately stored ventricular events, the noise was unable to be recreated and a cause was not able to be determined. Subsequently a revision procedure was performed. During the revision procedure the physician experienced difficulty with the rv and right atrial (ra) set screws on the implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) was consulted and inquired if all six set screws were loosened. It was found that the back two set screws on the top of the device were not loosened. Once all six set screws were loosened, the leads were successfully removed. A new device and rv lead were implanted and no additional adverse patient effects were reported. The rv lead was discarded by the hospital.